Event description:
Pt hospitalized with chest pain, nausea and vomiting the evening after the pt's 4th column treatment. Diagnosed with chf and treated with diuretics. Pt had recently stopped taking pt's ace inhibitor medication in preparation for column treatments. Medical history includes significant cardiac involvement with a history of myocardial infarctions. Severe cad and chronic chf.